Event description:
It was reported to boston scientific corporation that a uphold implant and a advantage implant were implanted into the patient on (B)(6) 2021. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep; back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; thi pain; pain inter; inab inter; diff bowel; incont not pres; rec incont; aggrav incont; damage; psych. Nonsurgical treatments: the patient was treated with pain medication: tapendol for the treatment of: treat pain. Treatment duration: unknown. The patient was treated with psychological medication. On (B)(6) 2021 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to help manage symptoms of pain and discomfort . Treatment duration: 6 sessions .

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.